Event description:
Additional information received reported the site of seroma was the pump pocket. The infection was not confirmed at that time.

Event description:
It was reported that there was an infection. It was noted that antibiotic treatment was necessary. It was reported that the location of issue or symptom was the device pocket. It was noted that there was no alleged product issue. It was reported that no action had not been taken but was planned and included lowering the amount of medication the patient gets so they can explant the pump. It was noted that no diagnostic testing or troubleshooting was required. It was reported that the patient¿s status at the time of event was alive ¿ no injury. It was noted that the medication contained in the pump at the time of event was unknown. It was later reported that there was no alleged product issue. It was noted that the system was explanted on (B)(6) 2014 as a preventative measure, due to seroma in the pump pocket. It was reported that the action required as a result of the event included no action required. It was noted that there were no symptoms associated with the event. It was reported that the pump was used to infuse compounded baclofen and hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).